Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device change out procedure, the physician noted silicone plug appeared obstructing the hex wrench. A needle was used to attempt to remove the silicon plug. Several different types of hex wrenches were used but were unsuccessful on removing the set screws. The set screws were stripped. The pulse generator was left in the pocket unable to be explanted. The patient experienced no adverse consequences. On (B)(6) 2016, orthopedic drill was used and the device was explanted and replaced successfully. The patient was in stable condition.